Manufacturer narrative:
Pump received with button error alarm due to flattened button dome switch (down arrow). Unit had scratched display window, cracked display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error and was not able to clear the alarm. Customer stated the esc button was stuck. Customer's blood glucose was 100.8 mg/dl. Advised the customer that the insulin pump would be replaced. No further information provided.